Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "leaking oil" was confirmed. The unit was tested and it was confirmed that the device leaked oil. This is most likely due to normal wear over time. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was leaking oil. The device was not being used during surgery. There were no injuries or medical intervention reported. There was no additional info provided.